Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: massive push back from haemostatic valve. The operator was unable to push the bypass tube through the haemostatic valve. A new manta system was successfully used. No harm to the patient or outcome.

Manufacturer narrative:
One unit of 14f manta, sheath and dilator were returned. Blood particulates were noted on the units. The unit was functionally tested for advancement. High resistance was noted in pushing the bypass tube via the button valve. Bypass tube could not be introduced. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, a 14f ce manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered massive push back, and was unable to push the bypass tube through the hemostatic valve. A new manta device unit was opened, successfully deployed, and no harm occurred to the patient or to the outcome. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.